Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Manufacturer: (B)(4). Device component code relates to problem code for the reported event of pressure sensor not detected. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2017-02791 pertains to the first symphion fluid management accessory and manufacturer report # 3005099803-2017-02792 to the second symphion management accessory. It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, they received a faulty pressure sensor error message (captured in MFR report # 3005099803-2017-02791). A second fluid management accessory device was used but the same thing happened (captured in MFR report # 3005099803-2017-02792) . The procedure was completed with a third symphion fluid management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.